Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and had issues using the insulin pump. The blood glucose reading was 499 mg/dl. The customer complained of dizziness but did not contact the doctor for assistance. Upon troubleshooting, the customer observed 1 small champagne bubble and several white spots as though the tubing was kinked. Insulin did exit the tubing during manual prime and no leak was noted. The device passed the high pressure test. Advised the customer that the insulin pump was working as designed. The customer found that the infusion set cannula was bent. He also complained about issues with the infusion set adhering due to hair and oil on skin. Nothing further reported.